Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 45 green reload associated with the customer-reported complaint. The reload was returned with the sureform 45 stapler instrument. The reload was found to have lodged staples. The deformed lodged staples were found at the knife groove. The reload was found to have undeployed pushers. Some of the pushers were undeployed with "b" shaped staples stuck in the staple sockets. The same "b" shaped staples were found lodged in the instrument tips. The sureform 45 stapler instrument was found to have one firing failure based on a log review which was not replicated through in-house testing. The instrument was installed onto an in-house system and fired on a test foam using an in-house sureform 45 green reload. The instrument fired successfully, and the resultant staple-line was visually inspected. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The logs show the procedure was a pulmonary lobectomy, with a total of 9 fires during the procedure. There was 1 partial fire, and the reload color installed for the partial fire was green. The partial fire completion percentage was 78%, and it occurred on the 9th fire. The instrument had 9 fires in total, with 1 being a partial fire. The clamp history for the instrument in the procedure shows 9 out of 9 fires, including the partial fire. There was an additional failure that was not reported by the site: upon inspection, the I-beam was manually driven out and was found with lodged staples in the I-beam indicator window. The instrument initialized, clamped, fired, and unclamped without any issues.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer experienced an issue with a sureform 45 stapler instrument and its sureform 45 green reload. The procedure was completed with no reported injury.